Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Visual inspection : one un-opened package was returned, after an initial examination of the un-opened package a black foreign material was observed inside the package. The probable root cause/s could be inadequate cleaning process, environmental conditions.

Event description:
It was reported that during product investigation, it was found that a foreign material was inside the 4mm resector cutter package. The procedure was completed successfully.